Event description:
Pt was admitted to the hosp with severe withdrawal after the pump stalled. The pt typically has a very high infusion rate, causing the device to reach normal end of life well before what is routinely expected. It is unknown whether the health care provider performed any type of troubleshooting with the device to confirm the reported malfunction prior to explant. The device has been returned to the MFR for analysis as of the date of this report.

Manufacturer narrative:
H6 - primary finding of device analysis revealed normal device function, no anomaly found. Device was placed in extended infusion testing for a 140 day cycle with normal device function noted. Reported event could not be duplicated.